Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the "battery didn't work" on the implantable pulse generator (ipg) following eight years service. The ipg was explanted. No patient complications have been reported as a result of this event.